Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited lens with small edge chips on the adhesive and lens. There was no patient involvement.

Manufacturer narrative:
A root cause could not be identified. Based on the results of the investigation, the most probable cause of the lens with small edge chips on glue and lens is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.